Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not power on a test monitor or charge. Upon evaluation, the f1 fuse was open. The cause of the non-functional battery pack is the open fuse. The cause of the open fuse is excessive current. The source of the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.